Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2019-09720, 1627487-2019-09844 & 1627487-2019-09845. It was reported the patient experienced ineffective stimulation. As a result, the physician explanted the patient¿s entire system.

Event description:
Related manufacturer reference# 1627487-2019-09720, 1627487-2019-09844 & 1627487-2019-09845.